Event description:
A pt with a history of osteoarthritis in the right knee, high blood pressure, no allergy to chicken or bird products, and no previous treatment with hylan injection, experienced right knee pain, redness on the right side of the right knee, and "problems getting around." Pt began treatment with synvisc in 2004. This case was reported by the pt in apr 2004. The pt received their first synvisc injection in the right knee in 2004 (approx "one week ago"). After the first injection, the pt experienced pain, redness on the right side of their knee away from the knee joint. Also, felt worse at "getting around." In 2004, the pt discontinued synvisc and received an injection of cortisone into the right knee. At the time of this report, the redness and "problems getting around" were unresolved. The review of synvisc product release data for both facilities did not indicate trends that could be associated to any product complaints.